Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse tightened ports on the surgeon side console (scc) and the patient side cart (psc) to correct the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the site has experienced multiple communication issues and they believe they might have faulty blue fiber cable. Technical support engineer (tse) reviewed logs after work order was closed and additional fiber related errors occurred. There was no report of patient involvement or patient injury.